Event description:
It was reported that the gastrovideoscope was improperly reprocessed, leaving methylene blue residue inside the scope during use with a patient. This was found during a therapeutic endoscopic retrograde cholangiopancreatography, ercp, biliary procedure. There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: a4 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling on cement of objective lens, pinholes on cement of light guide lens. Based on the results of the investigation, a probable root cause for the reported methylene blue inside the scope could not be identified.¿device returned and not reproduced. Regarding the additional reportable malfunctions, a root cause could not be identified. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.